Manufacturer narrative:
The insulin pump had a constant failed battery test alarm due to a corroded battery tube. The functional tests could not be performed due to the alarm. No blank display was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a blank display screen as well as no delivery alarms on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer also stated that there was a beeping anomaly as well as other alarms coming from the device. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.